Event description:
It was reported that cgm displayed error message during use of g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received complete pump reset instructions, performed pump reset with guidance, and cgm error did not return, after which customer successfully started new sensor session.